Event description:
Information received from the field does not address the patient's clinical status but notes that the patient had two radiation treatments in close proximity to the pulse generator. The device could not be interrogated and was pacing at 60 ppm with a magnet rate of 80 ppm.